Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the forceps port was damaged due to stress, handling, or other factors. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided. The issue occurred during reprocessing after a therapeutic stent exchange procedure. There were no procedural delays and the procedure was completed using the same device.

Event description:
The customer reported to olympus, the oes cystonephrofiberscope had a broken forceps plug cap. There was no report of user or patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The forceps stopper cap came off. In addition, water tightness was not maintained due to perforation of the forceps channel. There were stains on the image guide bundle. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.